Manufacturer narrative:
(B)(4). This device was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ceased charging her ipg due to personal issues. Subsequently, the ipg became inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced with a non-rechargeable ipg.

Event description:
Additional information received indicated the patient is reportedly receiving effective therapy and the issue is resolved.